Manufacturer narrative:
Due to ongoing litigation no further information is available, an evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information is received, results will be provided in a supplemental report. Retained by hospital.

Event description:
It was reported that surgeon performed a revision of patient's hip (side not reported) due to trunnionosis. Upon incision, surgeon reported the presence of a "milky, yellowish fluid" and further reported significant soft tissue damage. Rep reported that the stem & cup were well fixed, the head was dislocated and the trunnion scratched. The liner dislocated from the acetabulum. Patient was revised to biolox and mdm components.